Event description:
A patient reported blood glucose results of "121mg/dl" on the first attempt , and "126mg/dl" on the second attempt with a lifescan meter and "224mg/dl" on a laboratory device , performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter , test strips, and control solution were replaced.